Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) no code available (secondary surgery, lens exchange, reduction of ica). Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+1.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to the lens and foreign material (residue) on lens surface. (B)(4).